Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusions set leakage at site event on (B)(6)2024. Infusion set has been used for couple of minutes. The blood glucose level was 12.4 mmol/l. Customer replaced infusion set and resumed insulin successfully. No further information available